Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially reported an ac power issue with their device. After an evaluation of the device by physio-control, it was observed that the device was rebooting itself when attempting to power the device on. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control replaced the power supply assembly and the system controller and user interface pcb assemblies.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.